Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014: patient underwent a right knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was competitor. There were no complications noted. Medical records indicate the patient underwent an injection or nerve stimulator during her admission of her right knee arthroplasty on (B)(6) 2014. The procedure notes aren¿t complete so as this time it¿s unknown why the patient underwent the procedure. On (B)(6) 2020: patient underwent a right knee revision and the tibial and femoral components were both noted to be loose. Loosening interface wasn¿t noted. Infection was ruled out. Attune revision tibial implants were placed with competitor cement. Doi: (B)(6) 2014. Dor: (B)(6) 2020; right knee.